Manufacturer narrative:
Concomitant product(s): 0184 boston scientific lead; 4470 boston scientific lead, implanted:(B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a connection issue with the implantable cardioverter defibrillator (ICD) when inserting the lead during the implant procedure. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.